Event description:
It was reported that in the middle of the cataract surgery the continued irrigation stopped, that the touch screen didn¿t work when they touched it and then the screen switched off. After that they tried to switch the phaco system on and it didn''t work.account said that patient needed to be moved to another clinic to complete the procedure and that patient developed uveitis during 48 hours.

Manufacturer narrative:
Additional info: account was able to complete the procedure and implanted the lens in the other clinic. There is no permanent vision loss reported, complications or medical/surgical intervention required to prevent permanent impairment of a body structure or function. The uveitis cleared (after 5 days since surgery). Field service specialist (fss) visited the account and found the central processing unit (cpu) from the computer faulty and was replaced. The power supply was also replaced as a preventive action. Fss performed a system evaluation after the repair and the system met all abbott medical optics specifications. No problems reported since the repair. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
The central processing unit printed circuit board assembly (cpu - pcba) was returned to abbott and functionally tested. The cpu - pcba failed on self- test and gave a black screen error. Part was scrapped. A definitive cause however cannot be determined for the reported failure. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics at this time has been submitted.